Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation: the customer's report was duplicated and attributed to a faulty defib connector. However, the customer declined to have the device repaired. Therefore, the unit was returned and labeled as not certified for clinical use. Analysis for reports of this type has not identified an increase in trend.